Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 3mm and a 4mm neck diameter. The landing zone was 4mm distally and 4.3mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered and the pru level was 2. The angiographic result post procedure showed internal carotid artery aneurysm it was reported that after the microcatheter was in place, the ped-425-25 stent was delivered. After the stent was in place, the microcatheter was withdrawn to expose the stent tip. After withdrawing 15 mm, the tip still could not be opened. Repeated adjustments were still fruitless, so the entire stent was removed. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open and the pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. It was found that the stent tip was deformed, so it was resheathed and removed with the microcatheter and replaced with the ped-450-25, which was delivered in place and successfully opened and deployed, and the operation was completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within a plastic pouch. ¿damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the device was resheathed. In addition, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. However, the root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.